Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer requested assistance from a philips remote service engineer (rse). The customer was not with the unit at the time of the call and stated that they would call back for further troubleshooting when they had the unit. Following the call, multiple attempts were made by the rse to follow up with the customer but no response was received.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. There was no patient involvement.